Event description:
A malfunction alarm was reported without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue since the malfunction code did not recur afterward. The customer was advised to call back if the issue happened again, and the customer acknowledged this guidance.